Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer pre-flush the catheter before performing groshong PICC catheterization and find fluid leakage. Additional information received 6/8/2025: it was reported no medication was being infused; it was discovered when pre-flushing the catheter prior to puncture, external to the patient. There was no delay, harm or complications and a new catheter was inserted to continue treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 4fr sl groshong catheter w/ inlaid stiffening stylet. The unit was functionally tested by flushing the catheter with water using a 12ml luer lock syringe. During testing, a leak was observed between the 14 cm and 15 cm depth markers. Microscopic inspection of the leak site found that an arc shaped tear was present. The catheter was bisected and the inner catheter wall inspected. Further impressions were found on the inner wall. The damage was consistent with abrasion damage caused by friction between the catheter and the stylet. Such damage can occur if the stylet is not wetted prior to manipulation/removal and if the catheter is constrained during stylet removal. This complaint will be recorded for future trending and monitoring purposes.